Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the handle of the device was loose, and did not appear to be attached to the inner firing mechanism of the device. It was also observed that the distal tip of the needle was bent downward relative to the intended configuration. The white plastic sleeve was removed to reveal the entire needle structure. The silicone tubing that protects the implants was deformed. It is possible that the user hit hard bone with the needle and then leveraged it causing the needle to deform. When this happens, the implant may be blocked inside the gun when the user attempts to pull the trigger and deploy the implant. When the user continues to pull the trigger, excessive force can build up inside the handle of the device from the blocked implant therefore causing the handle to break and not allow the user to deploy the implant. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that during a meniscal repair the first implant worked normally, but when the doctor went to deploy the second there was a bang and the implant came out wrong. The procedure was completed with no patient harm or time delay to the case.